Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2013 and a mesh was implanted concurrently with anterior & posterior colporrhaphy due to pop & sui. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh and uphold were implanted. Additionally, on (B)(6) 2013, mesh was removed and uphold was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision on (B)(6) 2013 by dr (B)(6). It was reported that following insertion the patient experienced infection, urinary and bowel problems, dyspareunia, neuromuscular problems.